Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The model#/catalog# identified is a carefusion product which is the same or similar to a device that is approved for sale domestically. (B)(4). The 510k number provided is for the domestic similar product.

Event description:
The report suggests that when the nurse opened the pump door to remove the set they experienced a separation at the silicone pumping segment.